Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-04027. Reference MFR report: 1627487-2012-04028.

Manufacturer narrative:
Evaluation codes: result: as received, the ipg was non-functional. The ipg exterior was cut to access the internal circuitry. Visual inspection revealed no anomaly on the battery and pcb. However, the ipg battery was depleted below the voltage required for communication. The ipg battery was charged using an external power source. Once the battery power was restored, the ipg communicated and charged as expected when using a test standard charger. No interrupted charging or battery recharge problem was observed. The depleted battery was consistent with lack of charging. The ipg was functionally tested on the auto-tester and passed all testing. No extraneous or degraded output was observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.